Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary according to the information received, it was reported that after the surgery of meniscus repair suture, noted one needle without sleeve tube as the photo shows. The surgeon suspect the sleeve tube was remained in the patient. The joint cavity was explored and could not find the sleeve. Postoperative x-ray examination was not performed, and no abnormal phenomenon occurred during the operation. The complaint device is not being returned and no further information is available, therefore unavailable for a physical evaluation. However a photo was provided. Upon visual inspection of the photo, it was observed that one needle was without sleeve tube. The photo provide enough evidence to confirm the complaint. A manufacturing record evaluation was performed for the finished device lot number: 7l12885, and no nonconformances were identified. No information was provided on how or when the failure has occurred, therefore a definitive root cause could not be determined. Hands on analysis should provide the evidence necessary to confirm the root cause. The possible root cause for the condition of the sleeve could be related when is over penetrating or not inserting to the proper depth the needle causing the silicon tube to aggressively move and damage. However, it cannot be conclusively affirmed. As per IFU, it is important to use a calibrated probe, measure the width of the meniscal tissue to be repaired. Further, a review into the mitek complaints system revealed one dissimilar complaint for this lot of 398 devices that were released to distribution. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). The expiration date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that after a meniscal repair procedure of the left knee with an indication of body and posterior horn tear on (B)(6) 2021, it was observed that the needle sleeve tube on the omnispan meniscal repair 27 deg device detached and could not be found. According to the report, one needle was noticed without sleeve tube after the surgery. The surgeon suspected that the sleeve tube remained inside the patient. No x-ray was performed and there was no abnormal phenomenon occurred during the operation. It was reported that the patient was in stable condition in the hospital. No additional information was provided.